Event description:
Patient admitted on (B)(6) 2020 with fever and malaise. Blood cultures performed came back positive for candida tropicalis. During admission the patient was noted to have a sternal wound which was thought to be the culprit, however this culture was (B)(6) for (B)(6). The patient was treated with IV antibiotics. Discharged on (B)(6) 2020 on oral antibiotics after blood cultures were negative for 5 days. Patient admitted on (B)(6) 2020 with fevers and chills. Blood cultures (B)(6) for (B)(6). Started on IV antibiotics. Due to recurrent bacteremia the decision was made to remove the ppm/ ICD and exchange the hm3 lvad. The ppm/ ICD was removed on (B)(6) 2020 with placement of temporary pacing wires. The patient was taken to the operating room on (B)(6) 2020 for the pump exchange. The surgeon noted infection of the lvad tracking from the sternal abscess down to the driveline and the lvad pump. Culture sent of the lv apex was (B)(6) for (B)(6). Surgery went well. The patient continues to be followed by infectious disease and on antibiotics. The patient is stable and recovering in our cvicu. Multiple blood cultures performed prior to exchange and after. CT of chest/ abdomen could not identify the source for sepsis. FDA safety report ID #: (B)(4).